Event description:
It was reported that the customer received "alarms" while changing the cartridge. The customers blood glucose level was 50 mg/dl. To address the issue, the customer ate a candy bar and reloaded the cartridge, and successfully resuming insulin without requiring further assistance.